Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, opening and encapsulation. Leak test was performed and found a opening on posterior. A microscopic analysis was performed which identify a sharp opening in the posterior and around the opening have non penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on posterior assessed as to an unidentified (tear) opening and non-penetrating nicks.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Healthcare professional reported left side "deflation and exchange from textured to smooth implants due to the patients concerns with the product". Device remains implanted.